Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, and right breast capsular contracture (baker grade unknown), post-procedure. As a result, the patient has been scheduled for bilateral implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis.